Event description:
Philips received a complaint from the customer on the v60 indicating that the device has an error code 1101 "check vent: ventilator restarted" and is intermittent. Because of this, it shuts off by itself. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and the rse reviewed code 1101 per the manual and also found code (B)(4) logged. Per the manual: "if diagnostic code 1101 occurs in conjunction with diagnostic code (B)(4)(software exception), no action is required." The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.